Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tissue pad fell off. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. The tissue pad was returned complete and in good visual condition. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emits a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.